Event description:
The case involves a (B)(6) male with significant co-morbid material history. He presented to the emergency department on (B)(6) 2015 with complaints of difficulty breathing. The patient was diagnosed with a pe and had an ivc filter placed. Proper placement of the filter was confirmed by interventional radiologist. The patient tolerated the procedure. He was discharged home on (B)(6) 2015. On (B)(6) 2015 he again presented to the ed with complaint of exertional right-sided chest pain and shortness of breath. He described his symptoms as persistent mild to moderate. A computerized tomographic angiography (cta) is performed and revealed migration of the inferior vena cava filter into the junction of ivc with right atrium. The patient was transferred to tertiary level of care. Surgical intervention was required to remove filter. As of today, (B)(6) 2015, the patient continues to recuperate at a post-acute rehabilitation facility.